Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported the ins settings were 1+2- (3.4), which was okay for one year ((B)(6) 2016-(B)(6) 2017) and then no possible communication with ins. There was no additional troubleshooting done, the consumer did not experience on falls or trauma, and there were no symptoms related to the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported the implantable neurostimulator (ins) was inefficient as it had to be replaced just one year after implant. It was noted that there was no possible connection with the ins. No symptoms were reported. The issue was noted as resolved. The hcp wondered if the ins was broken because it worked only one year. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Analysis of the ins, model 3058, serial(B)(4), found ins battery normal end of life, no telemetry and no output, no significant anomalies. Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Analysis determined that no telemetry was observed with an n'vision clinician programmer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the ins settings were unknown, no interrogation or device data was available, and no additional diagnostics were done. It was unknown if the consumer experienced any falls or trauma. There were no consumer symptoms related to the event.